Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead was unable to be extended and lead was not able to be positioned. Lead had rotation difficulty. Lead was removed and a new lead was implanted. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.